Manufacturer narrative:
(B)(4). Concomitant products: item# 010000848 g7 neutral e1 liner 32mm d lot# 6152298. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during total hip arthroplasty the liner would not seat in the cup. Surgery was completed with back up cup. No adverse event noted to patient. Attempts were made for additional information; however, none was available.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.